Manufacturer narrative:
Model number/catalog number: sc-8336-70; serial number: (B)(4); batch/lot number: 7019061; model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were fever, swelling and redness. The physician believed that the infection was not device related but rather due to the procedure of a dual scs and a fusion case which was a long surgery. The patient was placed on antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were fever, swelling and redness. The physician believed that the infection was not device related but rather due to the procedure of a dual scs and a fusion case which was a long surgery. The patient was placed on antibiotics. The patient underwent an explant procedure.